Manufacturer narrative:
The field service engineer (fse) replaced and adjusted the sample probe and the ise reagent probe. Ise checks x40 were performed and passed. Precision testing, ise calibration and qc results were all within specification. The customer has had no further issues since the service visit. Alarms were observed on the customer's calibration data. Qc data was acceptable. The investigation determined the service action resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. Patient 1 initial result on the c501 module in question was 129 mmol/l. The repeat result from the c501 module in question was 140 mmol/l. Patient 2 initial result on the c501 module in question was 119 mmol/l. The repeat result from the c501 module in question was 128 mmol/l. The repeat result on a different analyzer was 126 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The na electrode lot number and expiration date were not provided. The customer had replaced all the electrodes as they were at least 3 weeks overdue to be changed.